Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose episodes after meal announcements while using the ilet bionic pancreas. Symptoms included hypoglycemia. Outcomes included the need for oral glucose treatment. Investigation included collection of event details from the user to understand timing and circumstances around post-meal hypoglycemia. Investigation of this case revealed that the cause of the hypoglycemia remained unclear, with no device malfunction or specific component issue identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.